Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was no longer experiencing relief from their dbs implantable neurostimulator (ins). They were unable to adjust their stimulation settings due to the medtronic doctor icon on their patient programmer. (Pp). They attempted to reseat the power in the pp but it didn't resolve the issue. Additional information was received: it was reported that the manufacturer representative had gone to the nursing home and interrogated the ins. The device was fully charged but off. They turned the device back on and the patient started feeling better right away.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the ins being off was the patient turned it off. After the rep turned the ins back on, they checked the impedances and trained patient¿s family member how to use his patient programmer. Ins was fully charged but off. Patient showed signs of improvement and tremor relief right away. It was noted that no health care provider (hcp) was present and the patient and family member were completely satisfied.